Event description:
Reference number (B)(4). Event occurred in israel. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient went to emergency room and hospitalized. Hospitalization/emergency medical treatment was required due to any blood glucose value dka seizure or diabetic coma. Patient arrival date in hospital was on (B)(6) 2024. Fell sick symptom was reported at time of hospitalization. Therefore, patient was treated with intravenous drip. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: israel.